Manufacturer narrative:
Since the graft appears to have been left in the pt and was not available for eval, the complaint cannot be confirmed or denied. A returned, unused section of the above referenced graft was evaluated by co's consulting pathologist. A copy of that report is attached. Gross description: received fresh is a segment of vascular graft measuring 5.0 cm in length by 2.0 cm in diameter. No tissue is identified. No blood components or thrombosis are identified. Microscopic description: a segment of vascular graft with coating is identified. No loss of integrity of the coating is noted on the luminal surface, within the interstices, or on the peradventitial (outer) surface of the vascular graft. No blood components, tissue components or thrombosis are identified. Summary: a segment of vascular graft with intact coating is identified.

Event description:
The dr claims that the graft leaked approx 300cc of blood. The dr applied suction and the bleeding eventually stopped. The pt is fine and unharmed.